Manufacturer narrative:
(B)(4). Approximate age of device: 8 months. The device was returned for analysis. Evaluation is not complete. Multiple attempts have been made requesting additional information. No further information has been received. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange due to thrombus. No further information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed the report of pump thrombosis. A tissue-like thrombus formation was adhered around the inlet bearing ball. The thrombus appeared to have formed in laminated layers and showed evidence of denaturing, indicating that the thrombus likely developed on the bearing over an undetermined amount of time while the pump was operating. Additionally, a small, white, tissue-like deposition was present in the proximal side of the outlet stator adjacent to the outlet bearing ball. The deposition lacked lamination, lacked denaturing, and was not adhered to the bearing ball or stator blades. Although the deposition did not appear to have originated in this location, its specific origin and a duration in time for which it was present in the pump could not be conclusively determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
The evaluation of the returned device confirmed the report of pump thrombosis. A tissue-like thrombus formation was adhered around the inlet bearing ball. The thrombus appeared to have formed in laminated layers and showed evidence of denaturing, indicating that the thrombus likely developed on the bearing over an undetermined amount of time while the pump was operating. Additionally, a small, white, tissue-like deposition was present in the proximal side of the outlet stator adjacent to the outlet bearing ball. The deposition lacked lamination, lacked denaturing, and was not adhered to the bearing ball or stator blades. Although the deposition did not appear to have originated in this location, its specific origin and a duration in time for which it was present in the pump could not be conclusively determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event. H3 other text : placeholder.